Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at a pressure of 12 bar. Also, the protector tip was damaged. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues or damages in the hypotube shaft. A pinhole was identified 1mm proximal from the distal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner lumen was stretched and bunched, 5cm from the distal tip. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be loaded on a 0.014' test guidewire due to the stretched and bunched inner lumen.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at a pressure of 12 bar. Also, the protector tip was damaged. The procedure was completed with another of the same device. There was no patient complications reported.